Event description:
According to the reporter, during a laparoscopic totally extra-peritoneal hernia repair, at the beginning, after the dissector was inserted, the surgeon went to remove the #1 piece from the #2 piece to place the camera and discovered that the top part of the #1 was broken. It was the head of obturator that popped off when inserting into abdomen. The broken part of the #1 was removed with a kelly clamp. The patient has no injury.